Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels for the last three days. Customer's blood glucose level was 315 mg/dl. Customer treated with the pump. Customer was advised to disconnect from the pump. Customer ran a manual prime and the insulin did exit the tubing. Customer had a low reservoir and no delivery in the alarm history. Customer stated that the cannula from the set he changed out was bent. Customer will monitor his blood glucose levels. Customer stated that the alarm was resolved by a reservoir change. Customer does not want to return the set or reservoir for analysis. No additional information provided.